Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic and the implantable cardioverter-defibrillator was post-paced t-wave oversensing. No changes were made. There were no patient consequences.